Event description:
It was reported that the patient's device has been explanted due to infection. The infection was treated unsuccessfully by a surgical debridement and relocation of the generator into the sub pectoralis prior to explantation. Wound cultures were not taken. Review of manufacturing records confirmed sterilization for the generator prior to distribution. Follow up with the physician revealed that the skin reaction resolved following explantation of the generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.